Event description:
Complaint alleges: during a lap chole procedure, the clip dropped off the applier, but did not fall into the patient. The patient is stable and recovering. No patient injury reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) review did not show issues related to complaint. Device sample received by manufacturer, but investigation is still underway at time of this report.